Manufacturer narrative:
(B) (4) - (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional information was provided.